Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant, it takes forever to charge (sometimes two hours). Sometimes, the patient notices her implantable neurostimulator was at 30% when she started and when she checks an hour and half later, it is till at 30%, but the green light is on, and there was no beep. At the time of the report, the patient was recharging her implant with excellent connection. At the time of the report, the patient¿s implantable neurostimulator charge level went from 70-80%. It was noted that the patient controller was not keep charging and shuts off the implant intermittently. The patient notices that she starts feeling pain and checks and notices it was because stimulation was off. Starting around thanksgiving of 2018, the stimulation keeps shutting off, but she does not use the patient controller to turn stimulation off. The patient indicated that this issue is not related to a low implantable neurostimulator battery. She checks with her patient controller and she is more than 50% charged. There were no further complications reported.